Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user sought guidance on meal announcements. The patient reported she announced a usual meal but did not consume the whole meal leading to blood glucose around 78mg/dl. The patient decided to have an additional small meal and make another meal announcement. The patient then experienced a low blood glucose value of 60mg/dl and corrected with oral glucose. The patient was educated about carbohydrate awareness, with trouble shooting performed regarding meal announcements and algorithm use. Concerns were raised surrounding meal announcing for a low or no carbohydrate meal as a usual meal and troubleshooting and education were provided regarding meal announcements and algorithm use. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose and no reported alerts, alarms, or hospitalization. Investigation included user interview and troubleshooting with education. Investigation of this case revealed user confusion regarding appropriate meal announcements and potential inappropriate bolus for a low carbohydrate meal. It was concluded that the event was related to use error due to misunderstanding of meal announcement protocol and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.